Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed and found the customer uses the reservoir for a week. A day later, the customer called back to complete testing. The insulin exited and the high-pressure test passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.